Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("menstrual pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of morbid obesity. As concurrent condition the report mentioned migraine. In 2015, the patient had essure inserted. In 2017 she experienced dysmenorrhoea (seriousness criterion intervention required), migraine ("migraine") and affective disorder ("mood symptoms") and was found to have weight increased ("weight increase"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter saw no causal relationship between migraine, weight increased, affective disorder or dysmenorrhoea and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.963 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("menstrual pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of morbid obesity. As concurrent condition the report mentioned migraine. In 2015, the patient had essure inserted. In 2017 she experienced dysmenorrhoea (seriousness criterion intervention required), migraine ("migraine") and affective disorder ("mood symptoms") and was found to have weight increased ("weight increase"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter saw no causal relationship between migraine, weight increased, affective disorder or dysmenorrhoea and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.963 kg/sqm. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 16-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("menstrual pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of morbid obesity. As concurrent condition the report mentioned migraine. In 2015, the patient had essure inserted. In 2017 she experienced dysmenorrhoea (seriousness criterion intervention required), migraine ("migraine") and affective disorder ("mood symptoms") and was found to have weight increased ("weight increase"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter saw no causal relationship between migraine, weight increased, affective disorder or dysmenorrhoea and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.963 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.